Manufacturer narrative:
The customer was sent replacement parts to help resolve the issue. On 02/06/2017 the customer called in again and indicated that the parts did not help and she had mastitis and was taking a prescribed antibiotic. We sent a pump to help resolve the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017 that she was losing suction while single pumping with her pump in style and air was escaping through the port plug.